Event description:
It was reported that during an unknown procedure the jaws of the device would not open. The jaws were clamped down on the colon. This was the third reload for this procedure. The reload was green. Spoke with contact at the account for follow-up on how the device was removed from the colon. The jaws of the device popped open on their own after 1/2 hour. They were preparing to cut them off the tissue to release them. Then, after approximately 1/2 hour, they released on their own. There was no trauma to the tissue.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable. At this time.